Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the gastrointestinal videoscope was showing an error e216 (scope communication error). There was no patient injury reported.